Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, the pump powered up to a fully functional audio bolus button. The allegation of an under responsive audio bolus button was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.